Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was on the phone with their doctor last night and they were going back and forth between group a and group b and when they went back to group a, there were no up and down arrows on the right side that would raise or lower the stimulator and they always had the ability to raise and lower on the right on a prior to this. Patient said they can do it on the left side with the arrow up above and below but the right has no arrows and the doctor wants them to use a and patient needs the ability to increase and decrease on the right. Patient said their doctor had never heard of that, he has no idea, that's never happened before and instructed the patient to get in touch with manufacturer. Clarification revealed patient had met with their doctor for programming on (B)(6) when they started using group b, they have been using group b since then and last night was the first time they ac tivated group a since then. Offered and sent email to the reps in the area. Redirected to their doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information received from rep reiterating previously reported information. Patient is unable to increase stimulation on right side but they can see ability to inc/dec on left side. Last appointment with managing hcp was (B)(6) 2025. Patient walked into office in group a with the ability to inc/dec on both sides. Patient left office in group b, stayed on that group for sometime and didn't feel better. Hcp recommended to patient to change back to group a and that is when he noticed that he could not adjust stim on right side. Patient has group a, b and c programmed. Rep is going to f/u with managing hcp to determine next steps for correcting this programming issue.